Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) receptacles for slave cable not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4, e3. A getinge field service engineer (fse) spoke with the in-house biomedical technician. It was determined that the staff was not using the correct setup while trying to connect to the slave monitor. When this issue was corrected, staff was able to connect with no issues. There were no issues with the unit. The unit passed all functional testing. The iabp was returned to clinical use.

Event description:
N/a.